Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a starclose device after an interventional percutaneous coronary intervention (pci) procedure using a 6f sheath. Reportedly, when advancing the thumb advancer (step 3), the patient moved, and the device came out [loss of arterial access]. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The reported difficulties and subsequent treatments are due to the circumstances of the procedure. In this case, it is likely based on the reported ¿during step 3, the patient moved, and the device came out¿ that loss of vessel access occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.